Event description:
It was reported that patient was recovered in cticu from the operating room. Cardiac index was low despite receiving multiple blood products. Arterial blood gas was stable, vital signs were stable, svo2 was 55-70 and cardiac index read 1.4. Manual co were done for a value of 2.0. No patient complications were reported.

Manufacturer narrative:
Device not returned.